Event description:
It was reported by the rep that the purchasing agent reported that the seals in the trocar 11mm dilating tip were ripping (two of them). The purchasing agent was not there so only the date it happened. The surgeon is unknown. There was no consequence to pt.